Event description:
It was reported patient underwent hip revision post-implantation due to a broken distal revitan stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 412600033, wallaby anchorage stem, lot # 2549254. Item # 0100307452, durasul cls insert 52/32, lot # unknown. Item # unknown, uknown ceramic head, lot # uknown . G2: report source switzerland. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d10, e1, g3, g6, h2, h3, h6, h11 d10: item # 412600033, wallaby anchorage stem, lot # 2549254 item # 0100307452, durasul cls insert 52/32, lot # unknown item # unknown, uknown ceramic head, lot # uknown item # 0100402075, revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, lot # unknown the revitan stem was returned for investigation and the connection pin of the distal stem is fractured. A biolox head is still mounted on the taper of the proximal part. No bone ongrowth can be seen on the anchoring surface of the proximal part; on the medial side, a polished area is visible, indicating possible loosening and movement against the bone. The characteristics on the fracture surfaces point to a fatigue fracture with the origin located on the lateral side. Some bone attachments can be found on the anchoring surface of the distal part. Overall, both the distal and the proximal part shows scratches and nicks, most likely caused during revision surgery of note, the liner was returned with a screw, most likely drilled in during revision procedure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. The cause may be multifactorial, consisting of patient- and procedure-related factors. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.